Event description:
The pt had developed an inflammatory mass approximately 2 years ago. The inflammatory mass was reportedly diagnosed as there was "no drug delivery". The pump was stopped and the reservoir filled with preservative free normal saline; morphine remained in the pump tubing and catheter. The patient recently underwent catheter revision for follow-up of the im. "Black-like matter" was noted to come from the proximal section of the 2 piece catheter. The material was checked for contamination and it was confirmed that there was no infection present. The inflammatory mass was reported to be completely resolved. Final patient outcome is unknown.